Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00020 on january 28, 2016. On 01/29/2016 additional information: the customer provided the (B)(6) conf lot number that was used. The lot number is 0987: expiration date 04/08/2017, date of manufacture: 04/08/2015. (B)(4). Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
The cause for the discordant (B)(6) conf results with (B)(6) ii is unknown. The customer has requested a redraw sample to be tested. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specifications. The (B)(4) confirmatory (conf) assay IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)." UDI number: the UDI number is unknown. The customer has not provided the (B)(4) conf reagent lot that was used at the time of the event. Note: product availability may vary from country to country and is subject to varying regulatory requirements. Due to local regulations, the advia centaur xpt is not available in all countries.

Event description:
A confirmed (B)(6) result was obtained when the customer performed the advia centaur xpt (B)(4) confirmatory (conf) testing on a patient sample. The result was considered discordant with the previous (B)(6) results. The correct result is unknown. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00020 on january 28, 2016. Siemens filed the MDR 1219913-2016-00020 supplemental report 1 on february 03, 2016. 03/11/2016 additional information: the patient sample from january 2016 is not available for further testing and investigation. It is unknown if a redraw sample was obtained and tested by the customer. Therefore, siemens is unable to determine the cause of the discordant results. The instrument is performing within specifications. No further evaluation of the device is required.